Event description:
Healthcare professional reported through the national breast implant registry "device migration/implant malposition, correction of asymmetry, change shape/size/style". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: migration and malposition of device.